Event description:
It was reported, that during a cranial procedure. Two perforator bits did not stop spinning at the desired time. It was also reported, that there was no adverse consequences as a result of this event. It was further reported, that there was no surgical delay. And the procedure was completed successfully. This record addresses, one of the perforator bits that was used.

Manufacturer narrative:
H6: the quality investigation is complete. H3 other text: device not available for return.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting return of device to manufacturer.

Event description:
It was reported that during a cranial procedure, two perforator bits did not stop spinning at the desired time. It was also reported that there was no adverse consequences as a result of this event. It was further reported that there was no surgical delay and the procedure was completed successfully. This record addresses one of the perforator bits that was used.